Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer advised bar above tilt actuator that is part of the seat frame is broken straight in the middle.